Manufacturer narrative:
Qn#(B)(4) complaint verification was performed as one sample was returned for analysis. Upon visual examination of the sample, it was observed that the outer packaging had already been disposed of, so the exact batch number is not known. The complaint reported that the connection cone for the gas line for sampling was not continuous. The result of visual inspection yielded the luer port occluded to be observed. Therefore, based on this investigation, the luer port of the complaint product housing was occluded by the housing material. A device history record review was performed, and no relevant findings were identified. In summary, based on the investigation conducted on the returned sample, this complaint is confirmed. The mentioned product housing was supplied by our supplier, and hence supplier corrective action request (scar) and nc has been issued and root cause analysis and identified corrective actions will be implemented through this scar. The investigation is still ongoing at time of this report. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that during use, "the connection cone for the gas line for sampling was not continuous. It was not possible to measure the composition of the gas, in particular the co2 value, was not possible". The issue was resolved by using a new filter. No patient harm, injury, or desaturation. The patient status is reported as "unknown".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use, "the connection cone for the gas line for sampling was not continuous. It was not possible to measure the composition of the gas, in particular the co2 value, was not possible". The issue was resolved by using a new filter. No patient harm, injury, or desaturation. The patient status is reported as "unknown".

Manufacturer narrative:
(B)(4). In section d provided available di #, unable to provide full UDI as no lot number was reported. Additionally added the brand name of the device. **UDI related data quality updates only**. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use, "the connection cone for the gas line for sampling was not continuous. It was not possible to measure the composition of the gas, in particular the co2 value, was not possible". The issue was resolved by using a new filter. No patient harm, injury, or desaturation. The patient status is reported as "unknown".

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported "no sample was returned for investigation. However, customer has provided photo of product packages. Table below showed the photo provided. Complaint reported that the connection cone for the gas line for sampling was not continuous. It was not possible to measure the composition of the gas, in particular the co2 value, was not possible. Based on the photo of packages provided, the actual reported defect was not identified. Further investigation could not be conducted to identify the root cause of defect on the complaint sample since there is no returned sample. Full investigation on the reported failure could not be conducted to identify the actual root cause of the reported phenomenon. Therefore, this complaint is not confirmed." Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use, "the connection cone for the gas line for sampling was not continuous. It was not possible to measure the composition of the gas, in particular the co2 value, was not possible". The issue was resolved by using a new filter. No patient harm, injury, or desaturation. The patient status is reported as "unknown".